Manufacturer narrative:
(B)(4). The complaint neopuff resuscitator is expected but has not yet been delivered to fisher & paykel healthcare (fph) (B)(4) for evaluation. We are in process to determine if fph's product had a malfunction which may have caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a biomedical engineer that the pressure of the rd900 neopuff infant resuscitator does not change on the manometer despite adjustment to both dials. The customer also reported that he could hear a hissing noise inside the unit when the flow is on. This was discovered prior to patient use. A service of the device was requested.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu neopuff infant resuscitator was returned to our service centre in (B)(4), where it was inspected by a trained fph service engineer. Our investigation is based on the information provided by the regional fph service centre. The fascia and valve system were replaced from the complaint neopuff and were sent to fph (B)(4) for further investigation. The complaint valve system was correctly fitted to a known good manometer and was performance tested. Results: inspection of the returned device at the fph service centre in (B)(4), revealed that the outlet port was securely glued to the manifold, however it was found that it was loose from the front enclosure with glue still present. The pip (peak inspiratory pressure) valve was found to have become detached from the manifold however it was found that glue was still present. The returned valve system passed all performance tests. Conclusion: the neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". The fascia and valve system were replaced by the service centre in irvine, california and the device was returned to the customer after passing the safety and performance checks.

Event description:
A hospital in (B)(6) reported via a biomedical engineer that the pressure of the rd900 neopuff infant resuscitator does not change on the manometer despite adjustment to both dials. The customer also reported that he could hear a hissing noise inside the unit when the flow is on. This was discovered prior to patient use. A service of the device was requested.